Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2013; 6947 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that upon interrogation, a message appeared stating "atrial lead position failed". All atrial measurements were within normal range and had been stable over time. Manual atrial threshold testing did not show evidence of the atrial lead having fallen into the right ventricle. The device and lead remain in use. No patient complications have been reported as a result of this event.